Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to electromagnetic interference (emi) over sensing. Brady pacing was not delivered during the emi. The crt-d remains in service. No adverse patient effects were reported.